Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however the issue could not be resolved. The device was explanted on (B)(6), 2014 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Manufacturer narrative:
Correction: the correct implanted date is (B)(6) 2011; not august 18, 2011, as previously reported. This report is filed february 27, 2015.